Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The dist reported that their customer reported the cautery pencil remains active when plugged in and would not turn off. No pt injury occurred.